Manufacturer narrative:
Patient information: no further patient information was provided. The field service representative inspected the analyzer and replaced several parts including the cuvette washer vacuum pump. The vacuum pump, was determined to be the cause for the issue. A review of the service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of manufacturing documentation and trending data for the vacuum pump identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained a falsely depressed calcium result while using the architect c4000 analzyer. Sample ID (B)(6) generated an initial result of 59 mg/l and retest of 87 and 89 mg/l. No impact to patient management was reported.